Event description:
The micro reciprocating saw was returned for service. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console, signaling a run-on condition occurred. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, third-party repair by a non-stryker organization was observed. The instructions for use warn against component repair by other service organizations.